Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient fell while using the spinal cord stimulator (scs) and was knocked out. It was unknown if fall was device related. The patient spent five days in the intensive care unit and noted of not having any memory of the events that occurred. No further information has been obtained despite good faith efforts.